Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A social media post was received from a patient (pt) in (B)(6) on (B)(6) 2019. The pt reported a diagnosis of a ¿cornea infection¿ while wearing acuvue® oasys® brand contact lenses (cl). The pt experienced discomfort on (B)(6) 2019 and removed the suspect cls 3 hours later. On (B)(6) 2019, both eyes were red with ¿burning pain.¿ on (B)(6) 2019, the pt experienced swelling and tearing. On (B)(6) 2019, the pt visited and eye care provider (ecp) and was diagnosed with a ¿cornea infection due to the contact lenses and will be warded soon.¿ the pt also experienced dry eye with the cls. On (B)(6) 2019, the treating ecp was contacted, and additional information was received. The ecp initially reported on (B)(6) 2019 that the pt was diagnosed with superficial punctate keratitis (spk) in the right eye (od) on (B)(6) 2019. The pt was prescribed vigamox to use every 3 hours for the od. At the ecp follow-up visit on (B)(6) 2019, the condition for the od was ¿less active.¿ based on the reported diagnosis on (B)(6) 2019, the event was determined to be non-reportable to the applicable health authorities. On (B)(6) 2019, the pt was contacted, and additional information was provided. The pt confirmed wearing an acuvue® oasys® for astigmatism brand contact lens in the right eye (od) at the time of the event. The pt reported using 4 lenses from the suspect box. The pt experienced discomfort ¿since the first pair.¿ the pt couldn¿t confirm any issues with the suspect lenses but was unable to wear the lenses for more than a week. An ecp follow-up visit is scheduled for (B)(6) 2019. The ecp advised the pt to discontinue cls permanently. No further information was provided. On (B)(6) 2019, the pt sent an email and advised the ecp follow up visit was rescheduled for (B)(6) 2019. On (B)(6) 2019, medical receipts were received from the pt with additional information. The pt was hospitalized from (B)(6). The pt was seen by the ecp on (B)(6) 2019 for follow-up visit, also noted ¿cornea, dendritic ulcer, epithelial debridement¿ (unspecified eye). The pt was seen by the ecp for additional visits on (B)(6) 2019, (B)(6), 2019. Pharmacy receipt dated (B)(6) 2019 for vigamox, ciloxan, evolve ha 0.2% 10 ml. Pharmacy receipt dated (B)(6) 2019 for vigamox. The pt reported weekly follow-up visits with the ecp are ongoing and the next ecp visit has been rescheduled to (B)(6) 2019. No further information was provided. On (B)(6) 2019, an email was received from the pt with a follow-up medical report dated, (B)(6) 2019: the ecp reported that the pt was "recently admitted for left eye keratitis, secondary to contact lens use. I first saw the pt on (B)(6) 2019. The pt was wearing contact lenses, a few days before, and developed bilateral red eyes and pain. The pt was found to have bilateral infective keratitis, with the left eye being more severe than the right. The pt was admitted and received topical intensive antibiotics. The pt has since showed good healing, and his overall symptoms of pain and discomfort have reduced. I will continue to monitor his progress." The pt reported an ecp follow-up visit scheduled for (B)(6) 2019. Based on the information received on 21nov2019, the event was re-evaluated and determined to be a reportable event for the od due to the reported diagnosis of infective keratitis. The event date is 2019. This report is for the od event. Initial MDR 1057985-2019-00131 was filed on 21nov2019 for the os event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003vjm was produced under normal conditions. The suspect od lens was discarded by the pt. No evaluation can be completed. If any further relevant information is received, a supplemental report will be filed.